Event description:
While inserting PICC-after one pass and meeting resistance, 3cg wire was removed from patient and tip was noted to be bent at a 90-degree angle. New 3cg wire was acquired and used for completion of procedure. Manufacturer response for PICC line, PICC line (per site reporter). [Redacted date] ¿ [redacted name] retrieved the sample; emailed rep requesting RMA/mailer. [Redacted date] - RMA received, sample shipped fedex. (B)(4). [Redacted date] - [redacted name] working with [redacted name], bd, in order to determine status of sample analysis.